Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that following insertion of the mesh the patient experienced recurrence of sui, chronic pain both vaginal and abdominal, internal bleeding, infections, bladder leakage and painful sexual intercourse. (B)(4).

Manufacturer narrative:
It was reported that post implantation, patient experienced bleeding, pain, infections and urinary incontinence. (B)(4).